Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A lawsuit alleges: the patient's device was explanted as direct result of device failure and company's doctor and patient communication. "The defect in the product was caused by the way the product was manufactured, including, but not limited to the use of defective, improper and unapproved components used in the manufacturing of the patient's device, causing the patient's device to fail and the need for the device to be explanted. The patient sustained physical injuries." No further patient complications have been reported as a result of this event.